Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of having high blood glucose of 430mg/dl and issued uploading to carelink. Customer treated with an injection. Troubleshooting found that the customer had issues with the infusion set. Customer indicated that the set was changed. Customer declined further high blood glucose troubleshooting and would call back if necessary. No further details given.